Manufacturer narrative:
Investigation summary: it was reported there was a scale marking issue with 30ml syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show syringe barrels with the scale digit numbers missing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported. A device history record review was completed for provided material number 302832, lot number 1145180. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced scale marking issues. This event occurred three times. The following information was provided by the initial reporter. The customer stated: 30ml ll syringe capacity marking error and blurred lines.